Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently difficult to depress. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had an alternate insulin therapy available for diabetes management.